Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through sheath was unable to be confirmed with no returned device or device imagery. The access vessels appear sufficiently sized for use of the 14f esheath+ and there was no information provided regarding if a steep insertion angle was used. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event both factors were present in the imaging evaluation and the patient reportedly had "moderate to severe calcification" and "moderate tortuosity" in the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, an emergency tavi was performed. The tavi plan was to deploy a 26mm valve in area 508, and esheath from the left leg was able to be inserted, although there was a little more resistance than usual. When expanded with balloon as pre-bav, arrest occurred, and blood pressure did not rise despite temporary pacing. While performing cardiac massage, ECMO was attempted from the right leg, but both the a/v cannulas kinked just before the terminal-ao, so the type of cannula was changed and ECMO was somehow successfully established. The commander was inserted, but the valve was stuck in eia, and it could not be passed even using propofol. After preparing a new 16fr esheath and commander, we attempted to remove the commander along with the esheath, but the valve seemed to have gotten caught in a curved blood vessel and could not be removed. We proceeded with the surgical procedure to remove the valve and secure access at a higher level than the cfa, but due to the heavy bleeding from the lungs, massive blood transfusion, and ECMO circuit coagulation, it was deemed difficult to treat further, and we withdrew the tavi procedure as the commander and valve were removed. No sapien 3 ur valve was implanted and the eventually, the patient passed away on the same day of the procedure. The patient suffered massive pulmonary bleeding due to injuries caused by cardiac massage and by wire manipulation during ECMO cannula insertion. It is believed that the death was not due to a malfunction of the ew device which caused difficulty in inserting or removing the delivery system. A 3 mensio report was obtained.